Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, during the high-pressure injection of contrast agent for a contrast-enhanced CT scan, a contrast agent was administered using an indwelling needle. After the injection concluded, a ¿pop¿ sound was heard, and fluid spilled from the connection point between the connecting tube and the indwelling needle. Contrast agent was wasted. This caused the patient to become anxious and fearful that the examination might be ineffective. The contrast agent injection was completed without affecting the patient's imaging.

Manufacturer narrative:
Investigation results: since no abnormalities are found in the process and retained sample. And this product is not suitable for high-pressure injection, the root cause of the complaints and defects is related to the product being misused.

Event description:
No additional information.